Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and an embedded particulate matter of size 4 sq mm was found in the tubing. The cause of the reported problem was determined to be a manufacturing issue. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a black embedded particle was observed in the tubing of the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.